Event description:
It was reported that the patient injured his back and his pain returned after he chopped wood and lifted heavy materials. The physician assessed that the patient was not compliant after having been implanted with the indirect decompression spacer. The patient underwent a revision procedure to replace the spacer and it was then identified through intraoperative images that the spacer migrated. When the spacer was explanted from the l4-5 lumbar vertebrae, the physician noticed the spinous process between the two vertebrae was fractured and completely mobile and therefore, discontinued implanting the new spacer. The patient was doing well postoperatively, was advised to be treated with a mild regimen, and allowed to heal before further consult. The spacer will not be returned as it was disposed of by the medical facility.